Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving a tego® connector where the customer reported that over the last couple of months, they were having issues with connecting syringes to the tegos and not getting good flow through them after one use. Someone became aware of the issue when observed during use on patient. No medication was used with the product. Additionally, the customer stated that they noticed the ¿screw on part¿ was a lot clearer before. The product was replaced and therapy resumed, but it was unsure if they needed to replace the tego during the next treatment. There was no delay in therapy, no adverse events and no one was harmed in the reported event.

Manufacturer narrative:
Received two (2) used d1000 tego connectors, four (4) new d1000 tego connectors, and two (2) new 10 ml syringes. One (1) of the used samples had the seal torn around the top rim of the tego. No other defects or anomalies noted. Each tego was accessed with a male luer to observe the fluid path. The used sample had the seal collapsed due to the seal tearing. The other samples had clear fluid paths. The 10 ml syringes were used to connect to the tegos and withdraw and infuse fluid on the tegos with clear fluid paths. There were no restrictions in flow. The male luer of the returned syringes was measured and found to meet iso standards. The reported complaint of restricted flow can be confirmed on one (1) of the returned used d1000 tegos due to the seal tearing. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 2/20/2025.